Event description:
It was reported that the patient presented to the emergency room experiencing lightheadedness. Noise was observed on the right ventricular lead which resulted in pacing inhibition. A surface electrocardiogram showed asystolic periods. No patient symptoms were reported. The pocket was opened and the noise could not be reproduced. As the source of the noise could not be identified, the physician opted to explant and replace the lead. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 52.1cm to 52.4cm from the connector pin, which exposed the inner coil. The cause of the abrasion could not be confirmed. The damage found likely resulted in the reported noise anomaly. (B)(4).